Manufacturer narrative:
Additional information: device evaluation: no suspect product was received; however, photos were provided by the customer and were evaluated. The pictures show an eye being implanted with a lens claimed to be a tecnis eyehance iol preloaded in a simplicity delivery system, model dib00. It can be observed in photo 1 the intraocular lens already implanted and in the unfolding phase with the haptics still partially unfolded and the optical portion lateral edges still partially folded. It is also observed a surgical instrument (hook) apparently trying to help/expedite the haptic unfolding step. In photo 2 it can be observed the implanted lens with the right edge (in relation to the picture orientation) still folded/ crimped. The actual clinical/visual impact or potential root cause of the observed issue cannot be determined from a picture assessment. Since no product was received, no further evaluation was performed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that the preloaded monofocal intraocular lens had a plunger stuck to the lens, and both edges of the optic were crimped and remained crimped for several minutes. However, the surgeon was able to release it from the plunger and uncrimp the edges. The issue was noticed during and after insertion. An ophthalmic viscosurgical device (ovd) was used, and there were no unusual occurrences in the prepping procedure. The iol has remained implanted, and the patient is doing well. No further information was provided.

Manufacturer narrative:
Section a2, a4, a5, a6: unknown/ asked but not available. Section d6b: if explanted, give date: lens remains implanted. Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted